Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was pt said they had been part of a study to get interstim for bladder and bowel. Pt said about 2 years ago during covid they were having issues with their bladder and they have been adjusting their stimulator, they've changed the program numerous times and using several medications and pt determined using the stimulator, and taking medications: urabell and elmeron worked perfect however they have had some issues that started happening: they noticed (asked/unk date) the battery was moving around in the pocket, they saw their hcp about a year and a half ago, he checked and said there was 25% battery left, did some feeling (of the ins site) and had to kind of move battery back in the pocket because pt had lost weight. Pt said since then they noticed in the last 3 months, they feel warmth, where the battery is. Pt said, they had a fall bout a month and a half ago fell down the steps and landed on their butt and slid across the concrete and hit their back up against a toolbox and it hurt that area. Pt said they had an xray and were told, the lead did not come off of the battery or anything. Later in the call pt said this fall occurred 6 to 3 months ago, they had back pain there in their "caca" and going up and their tail area. Pt asked about using pain patches on the ins site. The patient was redirected to their healthcare provider to further address the issue. Pt said their doctor has retired, they have been working with a staff member at the same clinic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.